Event description:
It was reported that the customer alleged the intouch caster stems were breaking which could result in the brakes not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.